Event description:
It was reported that the iab was placed in a very thin pt and connected to the pump. After approx two hours, the pump experienced helium leak alarms. The pt was transferred to another pump and the same alarm was experienced. Then the iab was removed and replaced without any pt complications.